Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with intraperitoneal injections of vancomycin, 1 gram every 5th day, reflin 1gram (in one bag, frequency not reported) and heparin 1000 international units (iu) (each bag, frequency not reported). The root cause of the peritonitis was unknown. The event of peritonitis was resolving.